Event description:
Mynx device deployed to left groin after vascular intervention. It was thought the device failed, resulting in a large pseudoaneurysm. Emergency surgical intervention corrected this. The surgeon's post op dx was hemorrhage from anterior aspect of left external iliac artery. Single usage.